Manufacturer narrative:
Additional information in section b5. The complaint investigation for false non-reactive alinity I syphilis tp results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, in house testing, and return sample analysis. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending for the alinity I syphilis tp assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 73539be01. Return sample analysis provided the following results: alinity I syphilis tp: 0.84 s/co (non-reactive), mikrogen recomline treponema igm: negative (no reaction), mikrogen recomline treponema igg: negative (tp257, tmpa and tp15; very low intensity), no discrepant results were identified between alinity I syphilis tp and recomline treponema igm/igg. In-house sensitivity testing of a retained reagent kit of the lot 73538be00 which contain the same bulk reagent as the complaint lot 73539be01 was performed. All specifications were met and no false non-reactive results were obtained, showing that the lot generates the expected results. Labeling was reviewed and found to adequately address the issue. Based on the investigation, no systemic issue or deficiency of the alinity I syphilis tp for lot number 73539be01 was identified. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed false negative alinity I syphilis tp results generated on the architect i2000sr processing module for a 50-year-old male patient. Sid (B)(6) initial result 0.91 s/co, repeat results 0.91 s/co and 0.88 s/co tppa result = positive, roche result = 2.15 positive, mindray result = 2.23 positive syphilis rpr result = negative. No impact to patient management was reported. Update: additional information provided on 17dec2025. Western blot results showed igg and igm were both negative. No impact to patient management was reported.

Event description:
The customer observed false negative alinity I syphilis tp results generated on the architect i2000sr processing module for a 50-year-old male patient. Sid (B)(6) initial result 0.91 s/co, repeat results 0.91 s/co and 0.88 s/co. Tppa result = positive, roche result = 2.15 positive, mindray result = 2.23 positive. Syphilis rpr result = negative. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 7p60-77 that has a similar product distributed in the us, list number 7p60-21 / 31 with 510k/PMA/bla number k153730. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.